Event description:
The customer reported via phone call that they had a motor error alarm. Customer stated the motor was not functional on the insulin pump. Customer's blood glucose was 15.9 mmol/l. Customer stated their drive support cap appeared to be normal. The customer stated they did not expose the insulin pump to a high magnetic field. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable performed occlusion and excessive no delivery due to motor error alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.